Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (essure was removed). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. The reporter commented: on (B)(6) 2016, even forced to undergo one or more surgeries to remove one or more of the essure coils. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / mild to severe, unbearable most times constant pain/ pelvic pain"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding") and genital haemorrhage ("heavy abnormal bleeding / abnormal bleeding") in a 40-year-old female patient who had essure (batch no. A14903) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida I, parity 1 (date of delivery: (B)(6) 2005) and allergic reaction to analgesics. Concurrent conditions included obesity. Concomitant products included medroxyprogesterone (depo provera) from (B)(6) 2012 to (B)(6) 2012 for contraception as well as amfetamine sulfate (amphetamine salts), escitalopram, levothyroxine, lisinopril and omeprazole. On (B)(6) 2012, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("abnormal bleeding (general)/ abnormal bleeding (vaginal menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (general)/ abnormal bleeding (vaginal menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), nausea ("nausea"), mood altered ("hormonal onset changes - describe: mood"), hot flush ("hormonal onset: changes - describe: hot flashes"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), dyspepsia ("gastrointestinal or digestive system condition") and headache ("headache"). On an unknown date, the patient experienced dysfunctional uterine bleeding (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain / mild to severe, unbearable most times constant vaginal pain"), abdominal pain lower ("severe cramping"), migraine ("migraines/headaches") and diarrhoea ("gastrointestinal or digestive system condition- diarrhea"). The patient was treated with surgery (hysterectomy with bilateral salpingooopherectomy oopherectomy) and surgery (hysterectomy with bilateral salpingooopherectomy oopherectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage and vulvovaginal pain was resolving and the dysfunctional uterine bleeding, abdominal pain, abdominal pain lower, menorrhagia, vaginal haemorrhage, dysmenorrhoea, nausea, mood altered, hot flush, bladder disorder, urinary tract disorder, migraine, dyspareunia, vaginal discharge, fatigue, gastrointestinal disorder, dyspepsia, diarrhoea and headache outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, bladder disorder, diarrhoea, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, gastrointestinal disorder, genital haemorrhage, headache, hot flush, menorrhagia, migraine, mood altered, nausea, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: on (B)(6) 2016, even forced to undergo one or more surgeries to remove one or more of the essure coils.the bilateral tubal ostia were visualized and the essure implants were placed per manufacturer¿s directions with 3 coils visible on the right and 4 coils visible on the left. Patient tolerated the procedure well.there was bowel adhesed to the left sidewall of the left lube and the fundus of the uterus. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.5 kg/sqm. Hysterosalpingogram - in (B)(6) 2013: total bilateral occlusion (B)(6) 2016: pathology report: final diagnosis: uterus with cervix and bilateral adnexa, hysterectomy: inactive endometrium, negative for polyp or glandular atypia; unremarkable cervix; two small leiomyomas without abnormal features; physiologic ovaries with benign follicle cysts (negative for endometriosis or atypia); unremarkable fallopian tubes. Gross description: the specimen designated "uterus, tubes, ovaries, cervix" and labeled with the patient's name is received in a container as fresh, which consists of a uterus with attached bilateral fallopian tubes and ovaries, and attached cervix. The uterus, cervix measured 7.6 x 4.7 x 3.6 cm and weighed 61 grams. The serosa is tan-pink with a subserosal nodule on the anterior surface that measures 1.2 cm in greatest dimension. The posterior surface exhibits a 0.2 cm nodule. The cervix tan-pink and measures 3.2 cm in diameter with a 1 cm horizontal os. The endocervical canal is unremarkable. The triangular endometrial cavity measures 2.5 cm in width . The endometrium is bloody and measures 0.1 cm in thickness. The myometrium is tan -pink and slightly trabeculated, and measures up to 2.3 cm. Two pale nodules are present, with the largest measuring 0.3 cm in greatest dimension. The right ovary is firm and tan-pink, and measures 2a x 2 x 1.1 cm. The ovary exhibits some cystic areas. Cut sections reveal a 0.7 cm hemorrhagic cyst. The attached fallopian tube with fimbria measures 6.5 x oa x oa cm. The left ovary is firm and tan-pink. The left ovary measures 2.2 x 2.1 x 1.2 cm. The surface of the ovary is unremarkable. Cut sections reveal tan -pink stroma and multiple corpora lutea. The attached fallopian tube with fimbria measures 3 x oa x 0.4 cm. Representative sections are submitted in cassettes labeled as follows: 1 a - serosa, subserosal nodules. 1 b - cervix. 1 c - endomyometrlum and single small nodule. 1 d - endomyometrium and additional small nodule. 1 e - right ovary and fallopian tube. 1 f - left ovary and fallopian tube. Total cassettes and pieces submitted - 1a contains two. 1 b contains two. 1c contains one. 1 d containsone. 1e contains two. 1f contains two. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records pelvic pain and dysfunctional uterine bleeding, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jul-2018: quality safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / mild to severe, unbearable most times constant pain/ pelvic pain"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding") and genital haemorrhage ("heavy abnormal bleeding / abnormal bleeding") in a 40-year-old female patient who had essure (batch no. A14903) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida I, parity 1 (date of delivery: (B)(6) 2005) and allergic reaction to analgesics. Concurrent conditions included obesity. Concomitant products included medroxyprogesterone (depo provera) from (B)(6) 2012 to (B)(6) 2012 for contraception as well as amfetamine sulfate (amphetamine salts), escitalopram, levothyroxine, lisinopril and omeprazole. On (B)(6) 2012, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("abnormal bleeding (general)/ abnormal bleeding (vaginal menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (general)/ abnormal bleeding (vaginal menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), nausea ("nausea"), mood altered ("hormonal onset changes - describe: mood"), hot flush ("hormonal onset: changes - describe: hot flashes"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), dyspepsia ("gastrointestinal or digestive system condition") and headache ("headache"). On an unknown date, the patient experienced dysfunctional uterine bleeding (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain / mild to severe, unbearable most times constant vaginal pain"), abdominal pain lower ("severe cramping"), migraine ("migraines/headaches") and diarrhoea ("gastrointestinal or digestive system condition- diarrhea"). The patient was treated with surgery (hysterectomy with bilateral salpingooopherectomy oopherectomy) and surgery (hysterectomy with bilateral salpingooopherectomy oopherectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage and vulvovaginal pain was resolving and the dysfunctional uterine bleeding, abdominal pain, abdominal pain lower, menorrhagia, vaginal haemorrhage, dysmenorrhoea, nausea, mood altered, hot flush, bladder disorder, urinary tract disorder, migraine, dyspareunia, vaginal discharge, fatigue, gastrointestinal disorder, dyspepsia, diarrhoea and headache outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, bladder disorder, diarrhoea, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, gastrointestinal disorder, genital haemorrhage, headache, hot flush, menorrhagia, migraine, mood altered, nausea, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: on (B)(6) 2016, even forced to undergo one or more surgeries to remove one or more of the essure coils.the bilateral tubal ostia were visualized and the essure implants were placed per manufacturer¿s directions with 3 coils visible on the right and 4 coils visible on the left. Patient tolerated the procedure well.there was bowel adhesed to the left sidewall of the left lube and the fundus of the uterus. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.5 kg/sqm. Hysterosalpingogram - in (B)(6) 2013: total bilateral occlusion (B)(6) 2016: pathology report: final diagnosis: uterus with cervix and bilateral adnexa, hysterectomy: inactive endometrium, negative for polyp or glandular atypia; unremarkable cervix; two small leiomyomas without abnormal features; physiologic ovaries with benign follicle cysts (negative for endometriosis or atypia); unremarkable fallopian tubes. Gross description: the specimen designated "uterus, tubes, ovaries, cervix" and labeled with the patient's name is received in a container as fresh, which consists of a uterus with attached bilateral fallopian tubes and ovaries, and attached cervix. The uterus, cervix measured 7.6 x 4.7 x 3.6 cm and weighed 61 grams. The serosa is tan-pink with a subserosal nodule on the anterior surface that measures 1.2 cm in greatest dimension. The posterior surface exhibits a 0.2 cm nodule. The cervix tan-pink and measures 3.2 cm in diameter with a 1 cm horizontal os. The endocervical canal is unremarkable. The triangular endometrial cavity measures 2.5 cm in width . The endometrium is bloody and measures 0.1 cm in thickness. The myometrium is tan -pink and slightly trabeculated, and measures up to 2.3 cm. Two pale nodules are present, with the largest measuring 0.3 cm in greatest dimension. The right ovary is firm and tan-pink, and measures 2a x 2 x 1.1 cm. The ovary exhibits some cystic areas. Cut sections reveal a 0.7 cm hemorrhagic cyst. The attached fallopian tube with fimbria measures 6.5 x oa x oa cm. The left ovary is firm and tan-pink. The left ovary measures 2.2 x 2.1 x 1.2 cm. The surface of the ovary is unremarkable. Cut sections reveal tan -pink stroma and multiple corpora lutea. The attached fallopian tube with fimbria measures 3 x oa x 0.4 cm. Representative sections are submitted in cassettes labeled as follows: 1 a - serosa, subserosal nodules. 1 b - cervix. 1 c - endomyometrlum and single small nodule. 1 d - endomyometrium and additional small nodule. 1 e - right ovary and fallopian tube. 1 f - left ovary and fallopian tube. Total cassettes and pieces submitted - 1a contains two. 1 b contains two. 1c contains one. 1 d containsone. 1e contains two. 1f contains two. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records pelvic pain and dysfunctional uterine bleeding, menorrhagia. Most recent follow-up information incorporated above includes: on 21-may-2018: plaintiff fact sheet received. Events diarrhea & headache are added. Product,patient & reporter information updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / mild to severe, unbearable most times constant pain/ pelvic pain"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding") and genital haemorrhage ("heavy abnormal bleeding / abnormal bleeding") in a (B)(6) year-old female patient who had essure (batch no. A14903) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida I, parity 1 (date of delivery: (B)(6) 2005) and allergic reaction to analgesics. Concurrent conditions included obesity. Concomitant products included medroxyprogesterone (depo provera) (B)(6) 2012 for contraception as well as amfetamine sulfate (amphetamine salts), escitalopram, levothyroxine, lisinopril and omeprazole. On (B)(6) 2001, 4018 days before insertion of essure, the patient experienced urinary tract disorder ("bladder or urinary problems or changes "). On (B)(6) 2012, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (general)/ abnormal bleeding (vaginal menorrhagia) "), vaginal haemorrhage ("abnormal bleeding (general)/ abnormal bleeding (vaginal menorrhagia) "), dysmenorrhoea ("dysmenorrhea (cramping)"), nausea ("nausea"), hot flush ("hormonal onset: changes - describe: hot flashes"), bladder disorder ("bladder or urinary problems or changes "), dyspareunia ("dyspareunia (painful sexual intercourse) "), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gastrointestinal or digestive system condition ") and dyspepsia ("gastrointestinal or digestive system condition "). On an unknown date, the patient experienced dysfunctional uterine bleeding (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain / mild to severe, unbearable most times constant vaginal pain"), abdominal pain lower ("severe cramping"), mood altered ("hormonal onset changes - describe: mood "), migraine ("migraines/headaches") and headache ("migraines/headaches"). The patient was treated with surgery (hysterectomy with bilateral salpingooophorectomy oophorectomy) and surgery (hysterectomy with bilateral salpingooophorectomy oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage and vulvovaginal pain was resolving and the dysfunctional uterine bleeding, abdominal pain, abdominal pain lower, menorrhagia, vaginal haemorrhage, dysmenorrhoea, nausea, mood altered, hot flush, bladder disorder, urinary tract disorder, migraine, headache, dyspareunia, vaginal discharge, fatigue, gastrointestinal disorder and dyspepsia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, bladder disorder, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, gastrointestinal disorder, genital haemorrhage, headache, hot flush, menorrhagia, migraine, mood altered, nausea, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: on (B)(6) 2016, even forced to undergo one or more surgeries to remove one or more of the essure coils. The bilateral tubal ostia were visualized and the essure implants were placed per manufacturer¿s directions with 3 coils visible on the right and 4 coils visible on the left. Patient tolerated the procedure well. There was bowel adhesed to the left sidewall of the left lube and the fundus of the uterus diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.5 kg/sqm. Hysterosalpingogram - in (B)(6) 2013: total bilateral occlusion. (B)(6) 2016: pathology report: final diagnosis: uterus with cervix and bilateral adnexa, hysterectomy: inactive endometrium, negative for polyp or glandular atypia; unremarkable cervix; two small leiomyomas without abnormal features; physiologic ovaries with benign follicle cysts (negative for endometriosis or atypia); unremarkable fallopian tubes. Gross description: the specimen designated "uterus, tubes, ovaries, cervix" and labeled with the patient's name is received in a container as fresh, which consists of a uterus with attached bilateral fallopian tubes and ovaries, and attached cervix. The uterus, cervix measured 7.6 x 4.7 x 3.6 cm and weighed 61 grams. The serosa is tan-pink with a subserosal nodule on the anterior surface that measures 1.2 cm in greatest dimension. The posterior surface exhibits a 0.2 cm nodule. The cervix tan-pink and measures 3.2 cm in diameter with a 1 cm horizontal os. The endocervical canal is unremarkable. The triangular endometrial cavity measures 2.5 cm in width . The endometrium is bloody and measures 0.1 cm in thickness. The myometrium is tan -pink and slightly trabeculated, and measures up to 2.3 cm. Two pale nodules are present, with the largest measuring 0.3 cm in greatest dimension. The right ovary is firm and tan-pink, and measures 2a x 2 x 1.1 cm. The ovary exhibits some cystic areas. Cut sections reveal a 0.7 cm hemorrhagic cyst. The attached fallopian tube with fimbria measures 6.5 x oa x oa cm. The left ovary is firm and tan-pink. The left ovary measures 2.2 x 2.1 x 1.2 cm. The surface of the ovary is unremarkable. Cut sections reveal tan -pink stroma and multiple corpora lutea. The attached fallopian tube with fimbria measures 3 x oa x 0.4 cm. Representative sections are submitted in cassettes labeled as follows: 1 a - serosa, subserosal nodules. 1 b - cervix. 1 c - endomyometrlum and single small nodule. 1 d - endomyometrium and additional small nodule. 1 e - right ovary and fallopian tube. 1 f - left ovary and fallopian tube. Total cassettes and pieces submitted - 1a contains two. 1 b contains two. 1c contains one. 1 d contains one. 1e contains two. 1f contains two. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records pelvic pain and dysfunctional uterine bleeding, menorrhagia. Most recent follow-up information incorporated above includes: on 19-feb-2018: plaintiff fact sheet & medical record received. Events menorrhagia, vaginal bleeding, menorrhagia , dysmenorrhea (cramping) , nausea, mood changes, hot flashes, bladder or urinary problems, migraines/headaches , dyspareunia, vaginal discharge, fatigue ,gastrointestinal or digestive system condition, dysfunctional uterine bleeding are added. Lot number added. Lab data updated. Concomitant drug & condition are added. Historical drug and condition are added. Product patient , reporter information updated. Essure legal manufacture has changed from bayer healthcare, llc, and milpitas to bayer pharma ag, (B)(4). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.